Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method, per instructions for use: under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Evaluation of the returned device revealed the plunger was still in the pre-deployed position and there was a slack present on the link. This is an indication that the lever was deployed only. The needle tip was out of the needle shank but still attached to the rail end of the monofilament. Almost the whole monofilament was exposed at the guide. There was dried blood found on the guide/foot area and marker tube which is an indication that the device was inserted in a patient contradicting the reported complaint. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. Based on the investigation, the device conformed to specification and the cause for this complaint could not be determined. Five unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Event description:
It was reported during the preparation phase, the physician noted that the knot exited from its position during washing. The procedure was concluded with success by using another perclose proglide from a different box having a different lot number. Evaluation of the returned device revealed blood throughout the device. Although it was reported that this device was not used in the patient, blood on the returned device appears to have been used in a patient.

Manufacturer narrative:
(B)(4).